Event description:
The facility reported to olympus, during a diagnostic flexible bronchoscopy, bronchoalveolar lavage, biopsy, endobronchial ultrasound, possible rigid bronchoscopy, cautery, argon plasma cautery, cryotherapy, epinephrine, and chest tube, the balloon came off of the scope and could not be found. Prior to the procedure, the balloon was inspected and found to be intact after inflating and deflating balloon. The customer confirmed the balloon was correctly inserted in the endoscope and into the endotracheal tube without lubrication. When the physician attempted to inflate the balloon inside the patient, they were unable to see the balloon. The subject device was removed and the balloon was not there either. The physician inserted a slim flexible bronchoscope (bf-p190, serial (B)(4)) to inspect the airway but no balloon found. The staff also searched for the lost balloon outside of the body and were unable to locate it on the floor or anywhere surrounding the patient. The intended procedure was completed successfully with the same device. There was no procedural delay due to the balloon malfunction. After the procedure a cat scan of the chest was performed. The results stated: no well-defined evidence of a solid endobronchial foreign body. The facility followed up with the patient 02mar2022 and no complaints were reported by the customer. This report is for the scope.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00374.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure could not be established, the device was not returned. The instructions for use state: chapter 4 operation warning always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.